Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed pump stop and low speed events. Based on complaint history and similarly reported events, the pump stop and low speed events observed in the submitted log file are consisted with damage to two or more wires in the patient¿s driveline; however, a specific cause could not conclusively be determined through this evaluation. It was reported that the patient had pump off alarms with concern for phase to phase short. The pump off alarms occurred while the patient was supported by battery power. The submitted log file contained data from (B)(6) 2021 at 19:56:39 to (B)(6) 2021 at 14:21:28. The pump fixed speed was set at 8800 rotations per minute (rpm) with a low-speed limit of 8400 rpm for the duration of the captured data. There were numerous captured events where the pump actual speed dropped below the low-speed limit as well as complete pump stops on (B)(6) 2021 from 6:43:26 to 7:00:58, on (B)(6) 2021 from 5:35:59 to 11:10:06 and on (B)(6) 2021 from 9:34:31 to 11:23:43. The pump stop and low speed events resulted in 20 motor stopped flags active, 23 low speed hazards, 26 low speed advisories and 26 low flow hazards. The pump stops and low speed events were associated with elevated power as high as 25.3 watts. The pump stops and low speed events captured occurred while the patient was supported by battery power. Of note, during the pump stop and low speed events on (B)(6) 2021 at 6:57:17, (B)(6) 2021 at 9:34:30 and 11:14:54 the voltage levels for the black and white cables indicated that the charge of the batteries drained exceptionally quickly to result in low battery advisory, low battery hazard and no external power alarms. The charge of the external batteries recovered following these events. A phase to phase electrical short produced by driveline wire damage has the potential to cause accelerated draining of the external 14v batteries to result in the observed no external power alarms recorded in the submitted log files. Per additional information, the patient was admitted to the intensive care unit (ICU) and underwent right heart characterization (rhc). The patient was worked up for a pump exchange. Multiple attempts to gather additional information was attempted; however, none was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate ii lvas patient handbook contains information on ¿caring for the driveline.¿ however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. Furthermore, these documents address all hazard and advisory alarm, as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) and the driveline s/n (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on (B)(6) 2014. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Pump speed, power, flow, and pi are addressed in section 1, ¿introduction¿, of this IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook explains that all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. Section 6 entitled ¿caring for the equipment¿ outlines proper driveline maintenance for the patient under ¿driveline care¿. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The previous event of a driveline repair and short to shield was reported in manufacturer report number 2916596-2019-03000. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had pump off alarms that occurred while connected to batteries. The patient had a history of short to shield and there was concern of phase to phase short and a driveline repair was previously completed in (B)(6) 2019. A log file review by technical services confirmed pump off events while on batteries as well as low speed alarms. It appeared that the short to shield had progressed into a phase to phase short with the possibility of pump stops on any power source. Analysis of the returned portion of the driveline from the previous repair did not confirm any damage and it appeared that the damage was internal. The patient was admitted to the intensive care unit (ICU) and underwent right heart catheterization (rhc). They were being worked up for pump exchange, and no further alarms had been reported.